Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/4/2023. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? No existing adverse event in the patient. Please clarify if the patient was affected by surgery: the patient had no consequences. Please provide the source or name of person providing answers to follow-up questions: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any adverse consequence associated with the patient? Please clarify if the patient was affected by surgery: please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-08616.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the first suture detached at the time of use. The second suture detached during the surgical procedure, the sharp part detached and it was not possible to cross patient's skin. There were no patient consequences reported. Additional information was requested.